Event description:
On (B)(6), 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra link meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient reported results of 14 mg/dl and 300 mg/dl performed more than 20 minutes apart from each other taken about a week before calling lifescan. She said, she felt dizzy sometime after the product issue started but does not remember how long afterward. She denied taking any action regarding management of diabetes due to the issue and denied receiving any treatment. This complaint is being reported because, the reading of 14 mg/dl is considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value. The product did not cause or contribute to injury because, the patient's symptoms are not considered indicative of a serious diabetic injury and the patient did not receive any form of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.